Event description:
It was reported that the pump had degradation on the downstream occlusion sensor seal. Per reporter there was no patient involvement.

Manufacturer narrative:
B3: unknown; no information has been provided to date. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the downstream occlusion sensor seal was bubbled. Functional testing confirmed the reported issue and the downstream occlusion sensor seal was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.